Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was around 40 mg/dl at the time of incident. The customer's blood glucose was 47 mg/dl at the time of call. The customer stated that treated the blood glucose with food. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump was over delivering. The customer stated that the drive support cap was protruded. The insulin pump will be returned for analysis.